Event description:
It was reported that during a pci procedure, the shaft of the maverick2 monorail catheter broke and the balloon detached. The 70% stenotic lesion was located in the tortuous left anterior descending (lad) coronary artery. The balloon was being used to post dilate a stent and two inflations were performed. The detached portion was successfully retrieved. A 6fr introducer sheath was also used in this procedure. The procedure was successfully completed this device. No pt injuries or complications were reported. Pt status is reported as "good". Additional info has been requested.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.